Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was trying to bolus insulin and received no delivery alarm. After set changes the customer stated that the cannula is bent and the blood glucose is high 465 mg/dl. Customer declined troubleshooting for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.